Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed an external battery communications lost alarm and internal battery degraded alarm, and also confirmed the reported problem was an error message (sf101) related to pressure measurement. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable and displayed a warning error message. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable and displayed a warning error message. There was no patient harm or serious injury reported as a result of this incident.